Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the surgeon decided to change the poly liner but was unable to remove it from the shell. Both the shell and liner were removed and new implants were used.